Event description:
It is reported that customer experienced a no delivery alarm. Blood glucose information not given. Customer was advised to change infusion set and to call back should problem persist. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.